Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that on (B)(6) 2010, the pt began to hear like "the sound of the rain falling". Two days later, he no longer had any hearing sensations. Testing showed that the device has malfunctioned.